Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned promus stent delivery system (sds) found blood and contrast visible in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was a kink in the proximal hypotube shaft 55 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water, was used in the attempt to pressurize the balloon to rated burst pressure (rbp) when fluid leaked from a 1 mm tear in the shaft 10.6 cm proximal to the proximal seal. There was a second tear on the opposite side, which was 2 mm in length. The balloon did not inflate when pressurized because of the tears in the shaft and loss of pressure. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. In this case, it is possible that the shaft was damaged prior to entering into the patient anatomy or during interactions with other devices. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. It was reported that after the leak was noted, the patients blood pressure went down and ventricular fibrillation occurred and the patient experienced cardiac arrest. Bradycardia, cardiac arrest, occlusion, and ventricular fibrillation are known adverse events as listed in the promus everolimus eluting coronary stent system instructions for use. A conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined. The analysis of the returned device did not indicate any evidence of a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records that could have contributed the reported complaint. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos route; guide cath: launcher 7f. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) vessel and a 99% stenosed lesion in the distal first diagonal artery, with mild tortuosity and mild calcification. The lad lesion was treated successfully with a 2.5 x 28 mm promus stent and a 2.5 x 23 mm promus stent, and post-dilatation was performed. The first diagonal lesion was pre-dilated. A 2.5 x 28 mm promus stent was attempted to be deployed at the lesion; however, during inflation, the stent delivery system (sds) balloon could not inflate more than 4 atmospheres (atm). Pressure was pulled negative, and blood came back into the inflation device. It was then confirmed that a balloon rupture occurred. At this time, the patients blood pressure went down and ventricular fibrillation occurred, and the patient experienced cardiac arrest. No flow was confirmed in the diagonal branch. An intra-aortic balloon pump (iabp) was inserted for treatment. A 2.5 x 28 xience v stent was used to treat the target lesion and complete the procedure. The patient remains hospitalized; however, the iabp has been removed. No additional information was provided.